Manufacturer narrative:
On 7/11/2019, mentor received additional information regarding the patient's condition. The patient reported that they were too sick to get implants and experiences severe pain daily. The patient also reported having feeling of shortness of breath caused by the pain, bilateral breast deformity, several lumps, have one implant in armpit, series of inflammatory and connective tissue disorders that have gone unexplained, daily headaches, exhaustion, cystic acne and over thirty unexplained symptoms. Mentor also became aware that the right side device was a 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 259028 sn: (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 375cc mentor smooth round moderate profile saline breast prosthesis on the left side and an unspecified mentor saline breast prosthesis on the right, suffered bilateral pain, hardness and possible capsular contracture post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.